Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the forceps stand had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the device investigation and inspection by the repair department, this phenomenon was newly confirmed. Based on the information which can be obtained from this complaint and investigation results, information that the foreign material was confirmed. As a result of component analysis, information that ¿the foreign material was too small to be analyzed¿ was confirmed. Therefore, it was unknown what the adhered foreign material was. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.